Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the white tissue pad melted off and fell into the pt. The tissue pad was removed from the pt with no pt consequence. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.